Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total hip replacement procedure on (B)(6) 2020 and barbed suture was used. During the procedure, the suture broke. The lot number is unknown. Further details are not provided from the hp. No sample will be returned. There were no adverse patient consequences reported. No additional information was requested.